Event description:
Boston scientific received information that the patient implanted with this device experienced ventricular fibrillation (vf) arrest and received multiple shocks. Later that same month, fault code of "1003" was detected, noting voltage too low for projected remaining capacity. Technical services was consulted and recommended that the patient be admitted due to the device having an unpredictable behavior and that critical therapy could not be guaranteed. A replacement procedure was performed and this device was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Initial testing verified the device battery voltage fault. The sensing and pacing functions of the device was verified. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In order to determine why this device's battery voltage was depleting faster than expected, the battery was subjected to in-depth destructive analysis. Visual inspection of the battery did not identify any defects. After opening the case of the battery, evidence of a latent internal electrical short was discovered between one of the anode and cathode layers within the battery. It was determined that the cell was self-depleting from the internal short which caused the battery voltage fault to occur.